Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 500cc mentor smooth round moderate plus profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501685; serial number (B)(4) on the left side, and with catalog number 3501685; serial number (B)(4) on the right side on (B)(6) 20221. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 21, 2021, mentor became aware that the patient experienced right side deflation and no issues were found on the left side. Hence, codes have been updated appropriately under section h of this form. On may 28, 2021, the mentor failure analysis lab received both the devices for evaluation. However, since no issues were reported on the left side, no analysis is required for the left side device at this time. On june 1, 2021, mentor became aware that under field b5 of the initial submission, the date of explant was mistakenly submitted as "(B)(6) 20221". It should have been (B)(6) 2021. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2021, device evaluation was completed. Device evaluation summary: since device was received even no issues were reported on the left side, the device was analyzed. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that two tears (a and b) were found on the posterior aspect of the sm mpps dv 500cc breast implant, measuring approximately 2.0 cm and 0.1 cm, respectively. Additionally, a crease was noted within tear b. Microscopic examination was performed on the edges of rupture a, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).